Event description:
Additional information received reported the lead was superficial due to the kink. The reporter stated that there was no skin erosion present and no migration noted.

Event description:
It was reported the patient developed new pain which is resulting in a lead revision. It was noted a peripheral nerve lead revision will be performed as the patient¿s health care provider (hcp) does not feel the lead is in the optimal place. It was noted the implant was to treat lower lumbar pain but the patient has developed some sacral nerve pain and the intent is to capture this pain with the lead revision. It was reported the sacral nerve pain has been developing over the last 2-3 years. Additional information received reported the patient is scheduled for revision on (B)(6) 2014. It was reported the patient¿s health care provider (hcp) thought it looked as though the ¿wire could pop through the skin¿. It was noted that the revision was not for sacral nerve pain as previously reported. Additional information received reported the lead revision occurred on (B)(6) 2014. It was noted that the health care provider (hcp) had to make an incision where the lead was ¿kinked¿ and put it in a little deeper to straighten it out. It was reported the patient had no complaints after surgery and continues to have good coverage of their painful area.

Manufacturer narrative:
Concomitant medical products: product ID 3777, lot# v261383011, implanted: (B)(6) 2009, product type: lead; product ID 3777, lot# v229258039, implanted: (B)(6) 2009, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).